Event description:
The customer states 3 samples from the same patient initially tested on the provue found to be antibody screen negative were positive when tested in manual gel (samples were run in the same batch). No results were reported.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and replaced the syringe, wash station, and spinning magnet motor. The fe also checked the centrifuge, incubator, pressure, and vacuum on the provue. The fe ran diagnostics without any errors. Repairs have returned the instrument to expected operation. (B)(4).